Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. In addition of the above evaluation, the device¿s 3 way solenoid, internal battery door, blower bellows, machine flow sensor, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, and muffler assembly were replaced and the software was uploaded, which was not related to the malfunction/issue.